Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion and evaluation of procedural films: as reported by the (B)(6) study, patient (B)(6), who had a history of aneurysm rupture approximately 6 weeks prior to the index procedure, experienced aneurysm perforation following implantation of a pulserider (301e/2556) and non-cerenovus coils on 02 oct 207 resulting in unplanned prolongation of existing hospitalization. The aneurysm was recognized immediate when the patient awoke from anesthesia in the recovery room. The patient experienced headaches and transient expressive aphasia, and head CT revealed subarachnoid hemorrhage. The event was treated medically. In retrospect, there was a possible extravasation visible during the procedure on angiographic runs; however, the patient was not symptomatic at that time. There was no further extravasation and the situation was stable with resolution of symptoms. Cta showed good perfusion of the middle cerebral artery branches. It was reported that there was steep vessel angulation at the placement site. The patient had received 5000 units of heparin during the procedure and aspirin and clopidogrel the day prior to the procedure. The investigator considered the event to be severe and definitely related to the pulserider assisted coiling procedure since the event was a recurrence of a previously ruptured aneurysm, but could not specify what ultimately caused the perforation. The clinical evaluation committee said overall, this was not a concern related to the pulsar device. This is a known and expected potential complication and could have been a wire or coil perforation that went unrecognized, or a consequence of dap meds. The device is implanted; therefore, not available for analysis. The pulserider product was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. Images of angiogram performed (B)(6) 2017 at 3:30 pm. The initial biplane dsa runs demonstrated a partially coiled left mca aneurysm with broad neck and clear delineation of the origin of both the superior and inferior mca divisions. There was also evidence of significant lica catheter induced vasospasm. This was an intra-aneurysmal placement of the pulserider. The device looks properly positioned. There is no live fluoro saved images to assess the mechanism of deployment, but the dsa runs after deployment do not reflect extravasation. They performed the coiling with some interim dsa runs and also with unsubtracted imaging without injecting contrast. During the dsa angiographic runs there is no clear evidence of extravasation. Nonetheless, if that extravasation where to occur during the part of the coiling done with unsubstracted images, the bleeding would not be documented. Under these circumstance still may be seen during contrast injections that are not filmed. Once the coiling was completed, the pulserider was deployed (fluoro-movie) no particular concerns about dislodgement or device malfunction. The post-coiling dsa runs are not significantly changed in comparison to the baseline images. The procedure ended at 5:40 pm. Head CT-scans: ((B)(6) 2017) at 9 pm there is evidence of moderate amount of sah/contrast with epicenter in the left sylvian fissure extending throughout sulci of the left frontal and parietal lobes. ((B)(6) 2017): fu images demonstrated evolution of sah with minor decrease of volume. No evidence of ischemia or mass effect. The subarachnoid hemorrhage was related to the procedure and originated from the area adjacent to the aneurysm where the coiling and device placement occurred. Based on the images provided, the potential source of bleeding could be either related to intraprocedural maneuvers involved in the placement of either the pulserider device or coils, including the manipulation of microwires or microcatheters. Considering the lack of clear documentation of extravasation and the limited amount of subarachnoid hemorrhage, it could be assumed that this was a very small leakage. This a known adverse event during this type of procedure and is listed in the instructions for use as a potential complication associated with the pulserider. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Hospital name the (B)(6). Additional information has been requested. UDI: gtin unavailable, product made prior to compliance date (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the (B)(4) study, patient (B)(6), who had a history of aneurysm rupture approximately 6 weeks prior to the index procedure experienced aneurysm perforation following implantation of a pulserider (301e/2556) and non-cerenovus coils on (B)(6) 207 resulting in unplanned prolongation of existing hospitalization. The aneurysm was recognized immediate when the patient awoke from anesthesia in the recovery room. The patient experienced headaches and transient expressive aphasia, and head CT revealed subarachnoid hemorrhage. The event was treated medically. In retrospect, there was a possible extravasation visible during the procedure on angiographic runs; however, the patient was not symptomatic at that time. There was no further extravasation and the situation was stable with resolution of symptoms. Cta showed good perfusion of the middle cerebral artery branches. It was reported that there was steep vessel angulation at the placement site. The patient had received 5000units of heparin during the procedure and aspirin and clopidogrel the day prior to the procedure. The investigator considered the event to be severe and definitely related to the pulserider assisted coiling procedure since the event was a recurrence of a previously ruptured aneurysm, but could not specify what ultimately caused the perforation. The clinical evaluation committee said overall, this was not a concern related to the pulsar device. This is a known and expected potential complication and could have been a wire or coil perforation that went unrecognized, or a consequence of dap meds. The device is implanted; therefore, not available for analysis.